Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drt375 model intraocular lens (iol) was implanted in the patient¿s operative eye. Post-operatively the patient could not get good near vision and diagnosis of vision was no better than 20/25-2. Visual acuity pre-operative was 20/25-2 j8 and post-operative was 20/40 j2 on the first day after the initial surgery. In a secondary surgical procedure, the iol was explanted and the information regarding the replacement iol was not provided. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.